Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device cycled fine for the tech, but when fired (it is not known what firing this was) by the surgeon the ends of the clips did not meet. The surgeon fired the device a second time with the same results. The device was fired a third time outside of the patient with the same results. The case was completed with another device of the same product code. There were no patient consequences reported.